Event description:
Received info that alleged that a pt expired while on an 840 ventilator. The customer reported that an ICU pt with know chronic disease was intubated for a 24 hour period and then suddenly went into cardiac arrest. The customer reported that the ventilator was alarming.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device at hospital site. The ventilator warm up was completed and no errors were recorded in the device memory. The unit passed all calibrations, the extended self test (est), the short self test (sst), o2 calibration, electrical safety and the performance verification test (pvt). The device was then placed back in service. (B)(4).